Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were struck by lightening.  The patient reported the following day they attempted to send a transmission, however the transmission was not successful.  The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.